Event description:
After completing an MRI scan, the operator noticed smoke from the rear of the gantry while removing the pt. The gantry then caught fire. The scan room was evacuated with no injury to the pt or operator. The scan room door was closed to contain the fire. The heat triggered the sprinkler system, which extinguished the fire.